Manufacturer narrative:
Device passed displacement test. However unit alarmed motor error during basic occlusion test due to loose or protruded drive support disk. Unable to perform occlusion test, prime/a33 test and excessive no delivery test or verify a33 alarm due to motor error. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump alarmed compromised force sensor system alarm and insulin squirt out during manual prime. Customer stated drive support cap was sticking out. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.